Event description:
An issue was reported when a pump malfunction occurred after the device had been accidentally submerged. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl; the precise level was not given, but it was within a normal range. The customer was assisted by technical support in resetting the pump, but the malfunction code recurred, leading to a decision to replace the pump. The customer did not have a backup therapy available and planned to contact a healthcare provider. Instructions were provided to the customer for returning the defective pump.